Event description:
Int'l (B)(6) vigilance report rec'd reporting (chemo) leakage incidents with use of d1000 tego connectors. The agency report (translated) indicates ".. Tego was connected to the huber needle (gripper). The nurse cleaned the tego and inspired to check if there was venous return. There was a dispersion of liquid in the environment (nebulization). The personnel told that this happened other times in the past." Although there was unprotected chemo exposures, there were no reported serious injuries and or adverse consequences.

Manufacturer narrative:
MFR's investigation: follow up information obtained identifies facility/oncology unit mistakenly ordered the tego connectors for their oncology procedures/usage. The tego needlefree connector was designed, manufactured, tested and approved for use to protect patients' catheters from contamination and increased risk of catheter-related bloodstream infections during hemodialysis and apheresis application. The tego connector is compatible with known swabbing chemicals/disinfection products. It has not been designed, labeled, marketed or approved for use with chemo/antineoplastic drugs. The tego manufacturers product service representative has conducted on site training and in-servicing with affected clinical staff; inventory and purchasing staff. A 5 year review of the MFR's complaint database for tego/similar reports (off-label usage) recorded no add'l reports of this nature. Conclusions: the involved tego device was not returned for analysis and confirmation. However, the MFR's investigation concluded the incidents were a direct result of off-label usage of the tego needlefree connector. The tego connector device has not been designed, labeled, marketed or approved for use with chemo/antineoplastic drugs. This complaint and associated information have been entered in the MFR's database for analysis and trending.